Event description:
Related manufacturer reference number: 2017865-2022-38701. It was reported that patient presented for routine generator change procedure, during procedure it was found that patient's atrial and right ventricular leads were damaged. No intervention was performed. The patient was stable.